Manufacturer narrative:
The driveline infection referenced in these sections was reported under medwatch MFR report # 2916596-2012-00312. Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years. The pump was not explanted. A direct relationship between the device and the reported event could not be determined. The instructions for use lists driveline infection and sepsis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on an unspecified date, the patient with a known chronic driveline infection presented to the hospital with severe sepsis. The patient was on multiple antibiotics, but rapidly declined, and on (B)(6) 2015, the patient expired due to sepsis.